Event description:
Additional information was received from a company representative. The catheter had been revised before. The cause of the leak was a slight crack in the pump segment.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving lioresal (concentration, dose, lot unknown) via an implantable pump. It was reported that this event occurring in (B)(6) of 2016 included a patient who was not getting relief from the usual dose. The hcp tapped the area around the pump and it was swollen and had fluid build-up. The physician was going to revise the patient¿s pump on (B)(6) 2016. Additional information has been requested regarding the serial number of the pump, lot, concentration and dose of the lioresal, and further actions/interventions and resolution to the patient¿s symptoms. The serial and medication information was then reported as ¿n/a¿ and reportedly the revision eliminated the issue. A further request was made to verify the indications for use, concomitant medications, medical history, the cause of the event, and details of the revision but these were not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant product(s): product ID: neu_unknown_cath, implanted: partially. Explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
On 2016-02-24 additional information was received from a company representative who reported there was no expression to why there was fluid. Further, on 2016-03-03, additional information was received from a company representative who reported that the indication for use of the implanted system was spasticity. Observations noted during the revision that caused the swollen pump area was the pump section of the catheter had a leak. A new pump section of catheter was added to the catheter. There were no reported allegations towards the pump. The patient's medical history and concomitant medications were reported as "na." Additional information was requested to clarify the model/serial of the catheter, cause of the leak determined, and product status/return. Should additional information be received a supplemental report will be filed.